Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support stating they were recently diagnosed with a hernia (type unknown) and requested assistance with changing their fill volume on the liberty select cycler from 2000 ml to 1500 ml at the advice of their physician. Fresenius assisted the patient was updating their treatment settings. No further information was provided.

Manufacturer narrative:
Clinical review: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. It is not confirmed if pd therapy exacerbated the patient¿s hernia, but the lowering of the patient¿s treatment fill volume suggests the patient may have encountered issues. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support stating they were recently diagnosed with a hernia (type unknown) and requested assistance with changing their fill volume on the liberty select cycler from 2000 ml to 1500 ml at the advice of their physician. Fresenius assisted the patient was updating their treatment settings. No further information was provided.